Manufacturer narrative:
The lot numbers were not provided; therefore, a search for production-related ncrs could not be performed. The devices were implanted in the patient and not available for return to the manufacturer for analysis. Additionally, procedural or post procedural images were not available. The reported events could not be confirmed.

Event description:
As reported through the article titled, "woven endobridge (web) width at the aneurysm neck level affects early angiographic aneurysm occlusion," patients with unruptured intracranial aneurysm (ia) were treated with the web device between february 2014 and december 2019. During the short term follow up period, aneurysm neck remnants were detected in 4 cases. Three of the four aneurysm remnants were retreated with coiling or stent-assisted coiling within 1 year after the initial procedure.